Manufacturer narrative:
A manufacturing investigation was performed for the subject device (screwdriver shaft). The investigation of the complained instrument confirmed that the tip of the screw driver shaft is deformed as complained. The exact reason for this reported problem could not be determined but it likely that too much force led to the damage. The manufacturing records were reviewed. The screwdriver shaft was manufactured in september 2014, was produced to specification and met all release criteria. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported screwdriver shaft was found malformed. The surgeon was unable to grasp screw head well by the screwdriver shaft. The surgeon used another screwdriver without torque limiter. There was a thirty minute delay in the surgery. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.